Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of 04/30/2013. Facility was contacted and photos were requested of devices. No photos were taken/submitted. Sale representative was contacted as he was in the room at the time. He indicated a new cysto room was being used and that there were power issues to the room. Trending has found no similar issues within the last five years on this device. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.

Event description:
Facility reported that during a turp procedure, three cutting loops were opened. The first loop bent intra-op, the second loop did not work and the third loop worked as needed.